Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 22-feb-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen cup. The lens was visually inspected under magnification revealing that the lens was cut in half. The lens was cleaned and further inspected and no issues that could cause or contribute to the compliant issue could be observed. Complaint issue "diplopia-persistent" and "explant" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw225 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Due to patient complaints of double vision (diplopia), the iol was explanted during a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision lens. There was no medical intervention. Patient outcome post-lens exchange is unknown. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.